Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 06/14/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the abdomen. At the time of contact, no injury or medical intervention was reported.